Event description:
During a review of the event history, it was discovered that failure code 808:02 occurred once during infusion and caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty phm (pumphead module). The phm for channel a has been replaced. Additional: a service history review revealed that this device was not previously serviced prior to this event. A device history review was performed and there were no exceptions to the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.